Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The receiver fails both autotesting and manual testing. The hybrid components may have failed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2010-01073. The pt received her scs system consisting of a neurostimulator receiver and percutaneous lead on (B)(6) 2005. It was reported that the pt was receiving intermittent stimulation. Fluoroscopy was performed which indicated a possible fracture in the lead. The physician explanted the system on (B)(6) 2007 and noted a small cut in the lead outer tubing during the procedure. The pt received an ipg and two percutaneous leads as replacement. The explanted receiver and lead were returned to ans for eval. Follow up on the pt found no further issues reported.